Manufacturer narrative:
The investigation of the returned coil system found the implant partially advanced through the microcatheter. The implant was retrieved from the microcatheter and was found damaged, deformed, and severely stretched at the proximal section. The pusher was not returned for evaluation. The implant's monofilament showed a tensile break shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was also evaluated and was found to be kinked at 36cm from the hub, which is consistent with the resistance experienced during advancement as described in the reported event.

Event description:
N/a.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation.  The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported during a coil embolization the catheter was in a tortuous anatomy and placed in splenic artery aneurysm. The coil was in the guide catheter and would not advance. The coil was pulled back and resistance was felt. The coil would not go past curve of the catheter to come out of the catheter. At this point the physician realized that the coil had detached in the catheter. Physician pulled the catheter back which bucked the catheter out of the aneurysm. Had to pull out the guide catheter with detached coil in it. Had to regain celiac access. There was no reported injury and the patient was in good condition.